Manufacturer narrative:
Additional information: b1, b5, g3, h2, h6.

Event description:
New information received notes the patient presented remotely. The patient's right atrial lead had a low pacing impedance. The device was reprogrammed. The patient was in stable condition.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received.

Event description:
It was reported that the patient presented in clinic for follow up. Upon review, the right atrial lead exhibited non-sustained noise. The noise was not reproducible with isometrics. Programming changes were made. The patient was stable.